Event description:
Pt was receiving first vaginal cuff brachytherapy. During the procedure the end of a vaginal tube and the 3.5 cm cylinder of a vaginal applicator set became detached. After completion of the treatment, the vaginal applicator was attempted to be removed by pulling on the end of the vaginal tube. The distal end of the vaginal tube, a normally unremovable end, became, detached. The vaginal tube was removed, leaving the 3.5 cm cylinder set and distal end of the vaginal tube in the pt. The remaining parts were removed via vaginal exam with a tenaculum. No injury was noted. The metal distal end of the vaginal tube was still attached to the cylinder set.